Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected and visible foam particles were observed. During the evaluation, the modem flip door was found missing, the lcd screen was found scratched, the buttons on the upper enclosure were found damaged, and the bottom enclosure was found damaged. The device was repaired.